Event description:
A non-health care professional reported that during surgery, they noticed that a haptic was broken with no patient contact and issue was found upon opening. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).